Event description:
It was reported the tsw35 was used during a video assisted thoracic surgery procedure with lobectomy. It was reported by the affiliate the staples were malformed. A new tsw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; bent cartridge lockout tab. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specifications. The experience the surgeion reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firing cycle was interruped, released, then restarted. When this occureed, the lockout tab on the cartridge became damaged.